Manufacturer narrative:
Correction: for product not returning.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. Patient condition is unknown.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed premature battery depletion and infection noted on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.